Event description:
As reported by the end user in (B) (6), during the procedure they notice air entering the fluid management system via the control syringe. No air was injected into the pt and consequently there was no harm to the pt.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B) (4).